Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Upon interrogation on (B)(6) 2021 noise was present. The lead was partially extracted. The lead broke at the distal atrial dipole so part of the lead remains in the patient. Should additional information be received, this file will be updated.